Manufacturer narrative:
(B)(4). Brand name: constrained liner with constraining ring 28 mm i.d. Size hh for use with 50 mm o.d. Size hh shell (B)(4). Concomitant medical products: item# 00875705002 shell with multi holes porous 50 mm o.d. Size hh for use with hh liners lot# 64004281, item# unknown unknown head lot# unknown, item# unknown unknown stem lot# unknown. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 01944.

Event description:
It was reported during procedure that liner would not lock in shell. Surgeon impacted the liner numerous times but the liner still failed to engage. Attempts to obtain additional information was made; however, none was available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.